Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm and was shocked externally by health care providers. External patches were placed directly over the implantable cardioverter defibrillator (ICD) and the patient was shocked externally at least 20 times. The ICD was not responding to interrogation afterwards. The physician assumes the high voltage shock depleted the battery and/or damaged the circuitry. The right ventricular (rv) lead was tested, and a low pacing impedance, poor sensing and a high capture threshold was observed. Rv lead damage was also suspected. The patient's ICD was explanted, and the rv lead was capped on (B)(6) 2025, and both were replaced. The patient was stable.